Event description:
A customer reported an issue with the display on their freestyle flash glucose meter. Upon product investigation it was discovered the meter exhibited a display issue. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed.